Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s caregiver reported via phone call that the customer experienced both hyperglycemia and hypoglycemia. The customer's blood glucose level was 486 mg/dl and 20 mg/dl. The customer stated that the meter was not reading to the insulin pump. The customer stated that they had low vision and stated that they had a few lows and used sensors. The customer stated that the set was not fully inserted and mentioned that this was possible as user error due to the vision issue. The customer declined troubleshooting for low blood glucose. The customer mentioned that this was from not eating well on vacation. The customer stated that there was a high blood glucose due to cannula being bent. The insulin pump will not be returned for analysis.